Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an appointment set up with their healthcare provider and they needed adjustments. They only had two programs and they weren't working. No symptoms or further complications reported.